Event description:
Balloon separated from metal shaft and remained in left main artery when shaft was withdrawn. 3 attempts were made to snare balloon. Pt was transported to surgery for CABG. Small portion remains after open heart.